Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hyperglycemia after being disconnected from the ilet overnight, then reconnecting and starting a new cgm, with initial cgm readings showing ¿high.¿ the user did not use backup therapy, did not perform ketone testing, and reported feeling tired, and there were no alarms or alerts reported from the device. Outcomes included no medical intervention, no hospitalization, and no use of alternative therapy while the ilet was off. Investigation included remote troubleshooting guidance to allow additional time for cgm readings and assessment of infusion set function. Investigation of this case revealed insufficient data to confirm a device malfunction, and the event was consistent with hyperglycemia due to therapy interruption. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.